Event description:
It was reported that the IV tubing puncture piece of a bd alaris¿ pump module administration sets broke off in the bag. The following information was provided by the initial reporter: it was reported by the customer that the IV tubing puncture piece broke off in the bag.

Manufacturer narrative:
Investigation summary: a complaint of the spike breaking inside of IV bag was received from the customer. One sample was received for investigation. Through visual inspection, the customer complaint was confirmed. The spike was broken off the drip chamber. A device history record review for model 2426-0500, lot number 21095110 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The nature of this breakage indicates a ductile fracture (vs. A brittle fracture) that is typically caused by an external impulse or impact force. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.